Event description:
Device 1 of 2: reference MFR report 1627487-2014-20436. It was reported the patient experienced stimulation through her scs system. Diagnostics determined low impedances on one of the lead. The sjm representative tried reprogramming to no avail. X-rays revealed no anomalies. The patient is to consult with the physician as a next course of action. The patient received two scs leads with the same lot number.

Manufacturer narrative:
Correction/removal number: 1628487-05242011-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.